Event description:
Potential for injury associated with the calf pad hardware and the latch housing support on a tdsxp-cg being bent upwards. Ths may contribute to the user not being able to obtain the needed support for their legs/feet.